Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in the bd plastipak¿ luer-lok¿ syringe before use. Additionally, the same syringe also had the scale markings "smudged off" at the "30ml" mark. The following information was provided by the initial reporter: "I would also like to bring to light another incident where a particle was observed in a 30ml clear syringe." "The same syringe also has its graduations smudged off at the 30ml mark."

Manufacturer narrative:
H.6. Investigation: one photo was provided to our quality team for investigation. Through visual inspection, a particle can be observed inside the syringe, however, no marking defects were identified. A device history review was performed for reported lot 1906252, no deviations or non-conformances were identified during the manufacturing process related to foreign matter, however there was one annotation that could be related to scale marking issue that was reported. During the marking process, an incident was detected related to the misalignment of the silk marking system, causing the scale to be printed incomplete. Once the incident was detected, the mechanical team repaired the failure and defective product was scrapped. Product undergoes a series of tests and inspections throughout the manufacturing process according to procedure. The machines have a vacuum system to reduce any foreign particles inside the product. Based on the photo, we cannot identify the composition or origin of the particle. While we determined the scale marking incident is likely related to the failure detected during manufacturing, we cannot identify a root cause related to the particle that was observed at this time.

Event description:
It was reported that foreign matter was found in the bd plastipak¿ luer-lok¿ syringe before use. Additionally, the same syringe also had the scale markings "smudged off" at the "30ml" mark. The following information was provided by the initial reporter: "I would also like to bring to light another incident where a particle was observed in a 30ml clear syringe." "The same syringe also has its graduations smudged off at the 30ml mark."